Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and the proximal part of the stent strut was lifted during removal. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter name and address:(B)(6).